Manufacturer narrative:
Evaluation summary: the spider fx capture wire, filter, and floppy distal tip was received loaded in the green delivery end of the duel ended catheter. A series of bends in the tapered section of the deliver catheter form a curve, in the distal end of the capture wire. The capture wire was removed from the delivery catheter end of the duel ended catheter for examination. The black proximal 130cm segment of the capture wire was examined and exhibited no abnormalities or deformities. The capture wire snap ring is intact. The gold colored distal 190cm segment of the capture wire was examined: several kinks were noted. The duel ended catheter was examined. No abnormalities or deformities were noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the spider fx as per IFU. It was reported the spider wire snapped when passing through the turbohawk. The spider was removed from the patient with no issues noted. The procedure was successfully completed using another spider fx. The patient is reported to be stable and no injury.